Event description:
Customer reported the alarm is not functioning properly. The voice/tone option is only working with the tone. When the alarm is on voice only, it crackles. Issue was found during set up, but the date when found was unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned alarm confirmed the reported issue: the pre-recorded voice message does not play only a "clicking" sound is heard when weight is removed from the sensor. This indicates a defective voice chip. The moisture indicator is missing and there is battery leakage on one of the battery contacts. Unit passed all other functional tests. (B)(4).